Manufacturer narrative:
Additional information was added to h6. Additional information for h10: based on further investigation, the most probable cause was determined to be related to the end user/methods exceeding the product pressure specifications of 45psi. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: corrected information; it was not reported, if the devices were replaced. H10: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The samples underwent pressure and clear passage testing and no blockage was noted. However, during pressure testing, at 45 psi a leak was observed in the air vent of the filters of both samples. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was two (2) non-dehp micro-volume extension sets leaked. The event was further reported the leak was observed at the filter. The device was replaced. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.